Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. It was noted that the patient presented with a tortuous iliac anatomy and despite multiple attempts to advance the impella, the long sheath would kink. The motor housing would not advance, so the pump was removed and a manta closure was placed.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.